Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to tibial loosening.

Manufacturer narrative:
Other devices used: catalog #00576401452, nexgen lps-flex gsf femoral component, lot #60980067 - manufactured by zimmer inc - (B)(4), catalog #00596203012, nexgen lps-flex prolong articular surface, lot #60951718 - manufactured by zimmer inc - (B)(4), catalog #00111314001, palacos r+g bone cement, lot #66514171, qty (B)(4) - this bone cement is manufactured at (B)(4) and distributed through (B)(4). Review of the device history records identified no deviations or anomalies. This device is used for treatment. Primary operative notes indicate excellent stability and range of motion with final components. No complications were noted. Operative notes from the revision surgery indicate that the tibial component was grossly loose and was revised. The femoral component was also revised. Osteolysis and poor bone density were noted under the components. The condition of the articular surface was not indicated upon removal. Returned x-rays indicate that the tibial component had subsided posteriorly. Per the nexgen cr, ps, cra, lps, and lcck knee package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.